Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging between 300-600mg/dl and large ketones. The customer administered manual injections to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.